Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought the pacing was off as they saw some pacing spikes but not others. An interrogation showed the device appeared to be functioning as programmed. The device remains in use. No patient complications have been reported as a result of this event.